Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced a seizure and was unable to self-treat. The customer reported unspecified oral treatment from non-healthcare professional due to this issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Performed a visual inspection on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. A review of the customer's history log revealed evidence of low readings over a prolonged period of time. The low glucose readings were determined to be the result of a physiological issue, and the patch algorithm terminated the patch due to indications of late sensor attenuation (lsa). As no abnormalities were observed on the returned sensor or it's data. Therefore, the complaint is not confirmed due to lsa. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The DHR for the libre sensor and sensor kit indicated by the serial number provided by the customer was reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications.

Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced a seizure and was unable to self-treat. The customer reported unspecified oral treatment from non-healthcare professional due to this issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor data has been analyzed and no abnormalities were observed. Sensor state 7 with event code 11, 224, and 227 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with lsa (late sensor attenuation) termination in which physiological issues from the user have degraded the sensor tail which can degrade readings. As a result, the sensor recognized this attenuation and terminated to protect the user from unreliable glucose values. Therefore, the complaint is not confirmed due to lsa. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced a seizure and was unable to self-treat. The customer reported unspecified oral treatment from non-healthcare professional due to this issue. There was no report of death or permanent impairment associated with this event.